Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. Records indicate: poorly integrated hardware of the right hip with several fractured screws and both superior and posterior subluxation of the hardware with respect to the bone. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 . Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2018. Concomitant medical devices: item #: unknown, unknown bone screw, lot #: unknown; item #: unknown, unknown stem, lot #: unknown; 650-1057 cer bioloxd option hd 36mm 2904542; 650-1068 cer option type 1 tpr sleve +6 2922046; ep-105994 epoly 36mm rlc lnr mrom sz24 042820. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03458.

Event description:
It was reported pmi group that a patient underwent right hip arthroplasty. The patient is considering revision surgery on an unknown date due to broken screws on current triflange. No additional information is available.